Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and had display history failed alarm. The customer's blood glucose level was 220mg/dl at the time of the incident. Customer stated that the screen on his insulin pump has a scratch that covers the hours on the screen. The damage is interfering with the customer's ability to see the display and use the pump as designed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump received with history check failed alarm in the history file. History check failed alarm due to corrupted history file. However pump downloaded properly to the carelink pro software noted. The insulin pump received with severely scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.